Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer blood glucose level was above 400 mg/dl and 475 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.